Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a low battery alarm on the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The user facility¿s biomedical engineer (biomed) is trained on this unit. He checked the total nominal available capacity and it was at 0.1 and said the charge rate =0. The biomed was going to change out the batteries and send both the system and power manager logs to the MFR for further eval. The biomed said he just performed preventative maintenance (pm) last week and the batteries were working fine.